Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) would not roll all the way on one side. They also state that the second one they opened did the same thing. A new device was used to complete the procedure. There was a delay. No injury.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,d9,g3,g6,h2,h3,h6,h11. Corrected section: e1-name & email. The device was returned to the factory for evaluation on 05/12/2025. An investigation was conducted on 05/13/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The white plunger was not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal and tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches. The length of the delivery tube was measured at 2.47 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000440202 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.